Event description:
The customer reported an overinfusion of heparin with the bag found to be emptying faster than expected: heparin 25,00 units/50ml d5w was infusing as a primary at 12 units/kg/hr. The pt was being transferred and when received in the 2nd unit at 0027 about 2/3 of the volume was left in the bag. At 00:32 it was noticed that the bag was running out quickly and was half empty even though the pump showed the ordered dose/rate on the display screen. There was no report of pt harm or medial intervention. Although requested, no add'l pt/event details were provided.

Manufacturer narrative:
(B)(4). No devices received, log review only. This report was filed by the MFR. The customer requests event lot review. The event logs have been received. A follow up report will be submitted with eval results once the logs have been reviewed for eval.